Manufacturer narrative:
Since the device remains implanted and the serial number is unknown, no investigation is possible at this time. The manufacturer is performing further follow up and will provide a supplemental report if additional information is received. Not explanted, tavi performed

Event description:
Manufacturer was notified that a patient who had a perceval valve implanted, received a valve in valve tavi. No further information is presently available.

Manufacturer narrative:
The manufacturer attempted to retrieve additional information on the event and on the device involved. However, no further information was provided as of today despite the manufacturer's attempt. Based on the available information, it is not possible to draw a definitive conclusion for the reported event. Since limited information was provided on the device malfunction, patient impact and cause of the re-intervention, the root cause of the reported early re-intervention remains unknown at this time. Should the manufacturer receive additional information in the future, an update to this reporting activity will be provided.